Event description:
It was reported during a coronary artery drug eluting stenting treatment procedure, there was stent damage. The lesion was located in the proximal left anterior descending artery. The details of the lesion are unk. Following a rotablation procedure, the 3.50x12mm taxus liberte stent was introduced, however, it was unable to advance through the lesion. The physician removed the device outside the pt and it was noted that there was stent damage. The procedure was completed with another of the same device. The pt's status is listed as good with no complications reported.

Manufacturer narrative:
As the unit has not been returned, a complaint investigation site could not perform a technical analysis. The mfg records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited, due to anatomical procedural factors.